Event description:
The customer reported there was a leak under the instrument of the waste tray of their m2000sp instrument.

Manufacturer narrative:
When reviewing complaint for closure it was identified that b5 stated the customer reported there was a leak under the instrument of the waste tray of their alinity m system. This MDR and the associated complaint ticket are in reference to observation of leakage on the m2000sp instrument, therefore b5 has been updated to reflect this.

Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review: cmsnext service history review was performed to identify any additional tickets related to liquid waste. The review identified only the complaint ticket that is currently under investigation as being related. Quality data review: corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review: complaint history review showed that, over the last two years, the ticket currently under investigation and one other ticket where a liquid waste tubing was cracked causing liquid waste leakage, were the only two tickets associated with this observation. Based on the results of the investigation, no product deficiency was identified for the m2000sp e-series instrument, ln 09k14-02.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported there was a leak under the instrument of the waste tray of their alinity m system. Also confirmed no liquid reached any walking surface, that it was contained inside the instrument in the waste tray. The cause of the incident was that the waste line going to the liquid waste bottle was severed. The field service engineer (fse) replaced the waste line and decontaminated the waste drawer. Customer accepts instrument as no further action required. Customer reported observing dripping coming from waste tubing inside instrument cabinet. The customer stated that the leak may have been present after the instrument was moved recently as there were some dried up spots on the floor. The customer did not confirm whether the dry spots on the floor came from the instrument, however this form will be completed based on the worst-case scenario that the instrument was leaking onto the floor, onto a walking surface. The lab manager confirmed there was no exposure or injury related to the leak.